Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the surgical procedure was abandoned. The lead was placed at t9-t10 in a position comparable to the placement of the trial leads. During intra-operative testing, the lead had to be repositioned to achieve effective stimulation and based on the intraoperative testing the physician concluded the lead should be placed at t11-t12 and prefers to place another model lead. The lead was removed and surgical intervention is pending to address this issue.